Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed. The downloaded data does not show timeouts or drive stalls during the pod's run. The downloaded data shows the device completed first prime at 48 pulses until it was deactivated at pulse 53. This indicates the device did not complete second prime. However, the needle mechanism still reached the point where it had to deploy the cannula. Despite it not completing second prime, this is intended as normal operation of the device. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to a needle mechanism failure. No damages or defects were observed that would result in a needle mechanism failure, a root cause for the reported event could not be determined investigation discovered an 0xd6 alarm generated in the device data, indicating lvd (low voltage detection) generated by the qn3000. The fluid path, needle mechanism, and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to the observed hazard alarm. All three batteries measured within specification as well as the shelf mode current. The exact cause of the observed hazard alarm could not be conclusively determined.